Event description:
It was reported that the patient was diagnosed with cellulitis at the neck incision site, which was due to an infection. The patient's device was turned off, the wound was drained and given IV cipro. Cultures were later taken, which confirmed mrsa. The patient was then given IV vancomycin and was reported to be doing well. The patient's wound was drained. At a later follow up visit, the patient was scheduled for explant of the device. Device has been returned to manufacturer for analysis, but evaluation has yet to be performed. It is unknown, at this time, the cause of the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.